Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump and insulin delivery. The customer states that their device works on and off. The customer states that the device says it is giving them a certain amount of insulin, but it is really not. The customer's blood glucose level at the time of incident was unknown. The customer's current blood glucose level was 525mg/dl. The customer states treating high levels with manual injection. The customer also mentioned issues with air bubbles and leaking in their reservoir. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis. The device is being returned.